Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer could not tell where the leak was coming from and reported filling the cartridge with 500 units. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.